Event description:
Sales consultant reported that account complaint that the tip of the 4.0mm cannulated screw peeled away from the direction the screw was being inserted. As the surgeon was inserting the screw into the medial epicondyle for an orif, he noticed the leading point of the screw begin to peel laterally to the direction of the insertion. The piece remains attached to the shaft of the screw. About 4 of the 6 threads remained with approximately 3mm of the peeled portion of the screw protruding out of the cortex of the bone. Surgeon was satisfied with the compression that was achieved and has no plans to remove the screw. Product will not be returned. The screw is considered permanently placed. The patient is a male. Sales consultant is returning a copy of the progressive x-ray.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without lot#.